Manufacturer narrative:
Failure analysis and root cause: the returned 600318l electrodes are in used condition with one of the electrodes having melted coating on the hook. Melted coating may result from heat exposure or sterilization issues. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the plastic of the l-shaped hook electrode (600318l) melted. The device was being used for laparoscopic procedure. No patient injury or surgical delay has been reported.